Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted. No additional adverse patient effects were reported.

Event description:
At this time the product was not returned. Should the device be returned analysis will be conducted and the investigation will be updated.